Event description:
It was reported that a pt who was undergoing open heart surgery in the pediatric ICU experienced hypertension during the procedure. The event occurred secondary to infusion of IV solutions due to false low invasive blood pressure readings that were interpreted by the clinician. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Under (B)(6) law, pt info is considered confidential and will not be released by the hospital.